Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for plunger rod broken due to unknown lot number. Customer returned (1) loose 0.3ml bd insulin syringe. The sample was examined, and it was observed that the plunger rod was broken at the thumb press. No damage to the barrel or plunger cap were observed. Due to the batch being unknown, no DHR review can be completed. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had a defective plunger rod. The following information was provided by the initial reporter, translated from (B)(6) to english: an additional defect of broken plunger rod was found.